Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 1.502 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had swelling in the area of the pump pocket. It was unknown what caused or contributed to the issue. A dye study was conducted on (B)(6) 2016 and the catheter was noted to be intact and functioning properly. The doctor drained the seroma surrounding her pump. The pump was not explanted. The patient was noted to be alive - no injury. Additional information was received from a consumer via a device manufacturer representative, indicating that the patient had swelling to the pump pocket since implant on (B)(6) 2016 and the patient had this fluid drained from the pocket every three months. The patient told the device manufacturer representative that this was an infection. The device manufacturer representative did not know more specifics about the infection and was questioning this based on the chronic history of the patient's symptoms. The patient recently complained of swelling that caused pressure on her bowels that makes it painful to have a bowel movement. The patient was having a pocket revision on 2018-feb-15 due to swelling and fluid in the pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.